Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via phone that an ar-7220 fiberwire and needle broke inside the patient. The facility representative did not know how this occurred but stated the broken fragments remain in the patient. This was discovered during an amputation procedure on (B)(6) 2022. Facility representative also does not know how the case was completed but that it was completed successfully.